Event description:
It was reported that, when the user attempted to ligate a clip during a surgery, it got broken. Therefore, a new cartridge was opened instead. A broken piece of the clip fell in the patient, but it was withdrawn; nothing remained in the patient.

Manufacturer narrative:
(B)(4). 4per DHR the product hemolok ml clips 6/cart 84/box lot# 73j1900366 was manufactured on 09/17/2019 a total of (B)(4) pieces. Lot was released on 10/02/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. Only one broken clip was returned loose. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination revealed that the loose clip was broken in half at the hinge. The clip appeared used as there was biological material found on the sample. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The loose clip was returned broken in half at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A loose clip was returned broken in half at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, when the user attempted to ligate a clip during a surgery, it got broken. Therefore, a new cartridge was opened instead. A broken piece of the clip fell in the patient, but it was withdrawn; nothing remained in the patient.